Event description:
It was reported during a left atrial flutter ablation procedure, the irrigation port detached from the handle of the catheter. This occurred while the physician was ablating in the left atrium. The catheter was removed and replaced and the procedure was completed with no consequences to the pt. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a follow up report will be submitted.